Manufacturer narrative:
B5: upon follow-up, it was reported that the antibiotic treatment was discontinued and the patient was recovered from peritonitis (15 days after the event onset). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. A day after the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, once daily every 3rd day, ongoing), ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) and fluconazole tablet (150mg, oral, once daily, ongoing) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.